Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR. The affected parts were replaced. The device was returned to the facility after passing all required service level testing. The alaris system cleaning directions for use, the list of approved cleaning products for alaris system devices and the set loading tip sheet were sent to the reporter to be distributed to the appropriate staff.

Event description:
Customer sent device in for repair with report of free flow. The device was in use on a pt at the time of the event; however, there was no pt harm. No further event info was available. Service at the mfg facility opened the device and found fluid ingress damage, residue on upper and lower occluder fingers. Logic board, bezel, membrane frame, door, rear case, pressure sensors and air-in-line sensors also contaminated with fluid. The left and right iui connectors were missing.